Event description:
It was reported that the merlin at home transmitter had an odor as if it was burning.

Manufacturer narrative:
Final analysis found a compressed component which may have contributed to the reported complaint.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.